Manufacturer narrative:
Customer reported that there was a primary audible alarm. The device was in good condition with no appearance of any physical damage. Performed power up process, backup audible alarm post error - unable to down load the ehl (was not able to by pass the backup audible alarm). Unable to determine who cause the problem. Main board does not operate as intended, replaced main board also replaced leadscrew and clutch halves for preventive of check clutch error. Performed pm maintenance and all functional testing.

Event description:
It was reported that the device had primary audible alarm. No patient injury was reported.